Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beeping tones and was found to be at end of life (eol). Premature battery depletion was suspected. The device was scheduled for replacement in the future. No adverse patient effects were reported. The device remains in service. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beeping tones and was found to be at end of life (eol). Premature battery depletion was suspected. The device was scheduled for replacement in the future. No adverse patient effects were reported. The device remains in service. New information received indicates that this device was explanted and returned for evaluation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beeping tones and was found to be at end of life (eol). Premature battery depletion was suspected. The device was scheduled for replacement in the future. No adverse patient effects were reported. The device remains in service. New information received indicates that this device was explanted and returned for evaluation.